Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy. It was reported the device locked out after the 5th firing. The staple and cut line were good. It was removed from the patient, but then would not open. It was not able to reload after that. They used another device was complete the case. There was no consequence to the patient.